Manufacturer narrative:
D2b - pro code (product code): fge, lit g4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mild calcified v-shunt. A mustang 5.0 x 40, 40cm was selected for use in a percutaneous transluminal angioplasty. During the first inflation at 8 atmospheres, the balloon rupture in a vertical form. The device was removed using normal method without issue and the procedure was completed with another of the same device. There was no patient injury as a result of this event.